Manufacturer narrative:
(B)(4). (B)(6). Reporter's address was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a veterinary tibial plateau leveling osteotomy on a canine, it was observed that the oscillating saw attachment device stopped cutting the bone when about half way through the procedure. According to the report, the surgeon had to apply bone plate to partial osteotomy site and recover the canine from anesthesia. On the following day, the surgeon borrowed a cutter device from a colleague and complete surgery. It was further reported that the device barely worked for 40 times and fell apart. It was unknown if there were any delays to the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.